Event description:
It was reported that at a routine generator replacement during defibrillation threshold test with the new device, an alert message for over current detection was observed. Low, high voltage lead impedance was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.